Event description:
The customer reported that the system would not display images. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.